Manufacturer narrative:
No further information is available at this time. A request was sent to the field to determine the outcome of the event, however, no further information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this device could not be interrogated. A boston scientific technical services (ts) consultant gave troubleshooting suggestions. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated once additional information becomes available.